Manufacturer narrative:
Insulin pump passed displacement test, sleep current measurement and active current measurement. Pump was monitored and tested with no unexpected battery power loss or low battery alert noted. Pump error 63 alarm during self test and confirmed in the pump history file due to broken trace on u1 keypad assembly. (Variable info=03).

Event description:
The customer reported via phone call that they had low battery error alarm. Customer¿s blood glucose level was unknown. The customer reported that they had received low battery alarm for insulin pump due to reduced battery life. The customer was assisted with troubleshooting for low battery. The insulin pump will be returned for analysis.